Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed to primary sensing vector. The shock impedance for the delivered shock was high at 183 ohms. The patient was seen in the office where they were unable to reproduce noise in any of the sensing vectors. The sensing vector was reprogrammed to secondary. Technical services (ts) was consulted and noted the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes of the noise and high shock impedance. Review of x-ray images indicated likely full insertion with no evidence of macroscopical lead impairment seems present on the visible parts of the electrode. Ts further noted it appeared the electrode is not deep on the fascial plane and in addition the electrode appears to have a bend. Ts suggested further troubleshooting and additional x-ray images as the full chest is not visible. It was noted that the physician stated the impedances were high at implantation and they the electrode was well placed, no further troubleshooting or revision will take place at this time. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed to primary sensing vector. The shock impedance for the delivered shock was high at 183 ohms. The patient was seen in the office where they were unable to reproduce noise in any of the sensing vectors. The sensing vector was reprogrammed to secondary. Technical services (ts) was consulted and noted the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes of the noise and high shock impedance. Review of x-ray images indicated likely full insertion with no evidence of macroscopical lead impairment present on the visible parts of the electrode. Ts further noted it appeared the electrode is not deep on the fascial plane and in addition the electrode appears to have a bend. Ts suggested further troubleshooting and additional x-ray images as the full chest is not visible. The s-ICD and electrode remain in service and no adverse patient effects were reported. It was noted that the physician stated the impedances were high at implantation and they the electrode was well placed, no further troubleshooting or revision will take place at this time. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was brought into the office and testing did not elicit any noise. The s-ICD was previously reprogrammed to secondary sensing vector and no additional episodes have been recorded. The patient did note that they felt their heart racing prior to the previous inappropriate therapy. Ts was again consulted to review the episode. Ts discussed that the noise appears to be related to a mechanical origin and not a physiological origin. Ts further discussed that the inability to reproduce the noise in-clinic is expected as the issue appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts reiterated that even though it is not reproducible does not mean it is not present. Further review noted that an apparent kink in the area of the pocket may have been creating a mechanical stress in the electrode. Ts observed that the x-ray seems to show a big distance between the coil of the electrode and the sternum and inquired if the electrode had been relocated. Ts discussed that the space might likely be occupied by adipose tissue which could have been the cause for the excessive shock impedance from the delivered therapy. The field representative would inquire. Ts discussed further troubleshooting considerations along with the option of relocation of the electrode. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the clinic has opted to keep the device programmed to secondary sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed to primary sensing vector. The shock impedance for the delivered shock was high at 183 ohms. The patient was seen in the office where they were unable to reproduce noise in any of the sensing vectors. The sensing vector was reprogrammed to secondary. Technical services (ts) was consulted and noted the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed potential causes of the noise and high shock impedance. Review of x-ray images indicated likely full insertion with no evidence of macroscopical lead impairment present on the visible parts of the electrode. Ts further noted it appeared the electrode is not deep on the fascial plane and in addition the electrode appears to have a bend. Ts suggested further troubleshooting and additional x-ray images as the full chest is not visible. The s-ICD and electrode remain in service and no adverse patient effects were reported. It was noted that the physician stated the impedances were high at implantation and they the electrode was well placed, no further troubleshooting or revision will take place at this time. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was brought into the office and testing did not elicit any noise. The s-ICD was previously reprogrammed to secondary sensing vector and no additional episodes have been recorded. The patient did note that they felt their heart racing prior to the previous inappropriate therapy. Ts was again consulted to review the episode. Ts discussed that the noise appears to be related to a mechanical origin and not a physiological origin. Ts further discussed that the inability to reproduce the noise in-clinic is expected as the issue appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts reiterated that even though it is not reproducible does not mean it is not present. Further review noted that an apparent kink in the area of the pocket may have been creating a mechanical stress in the electrode. Ts observed that the x-ray seems to show a big distance between the coil of the electrode and the sternum and inquired if the electrode had been relocated. Ts discussed that the space might likely be occupied by adipose tissue which could have been the cause for the excessive shock impedance from the delivered therapy. The field representative would inquire. Ts discussed further troubleshooting considerations along with the option of relocation of the electrode. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.